Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio did verify the power off issue had occurred through evidence in the electronic patient event record. Physio also found the device would give a low battery message when attempting to charge for defibrillation energy using the customer's batteries. The battery was from 2007 and was beyond its recommended cycle of two years.  Physio-control replaced the batteries as a precaution only and after completing unrelated repairs, proper operation was confirmed through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report their device lost power unexpectedly more than one time during a patient event. The customer stated the users disconnected the device from ac power on a crash cart and moved it to the patient's location. During the event the device was able to charge and deliver defibrillation energy to the patient at 200 joules and 300 joules while running only on battery power. The user of the device then attempted to charge the device to 360 joules and observed the device had lost power without completing the charge. The user then reconnected the device to ac power and charged again to 360 joules and observed the device had lost power a second time. The user powered the device back on and successfully delivered a 360 joule shock without loss of power. The customer stated the user then obtained a back up device in order to complete treatment to the patient. There was no report of an adverse outcome. No further details on the patient or the event were able to be obtained. The customer reported the event to the FDA on medwatch on report number mw5066304.